Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The device data showed that the device completed 38 pulses, 28 of which were first prime, before being deactivated. Timeouts and a drive stall were observed during the run. No alarms were observed. The device did not deploy due to the timeouts and drive stall causing first prime to end earlier than expected, causing the ratchet gear to not be in the correct position by the end of priming sequence. No damages or deficiencies were observed during the investigation that would have caused the timeouts or the drive stall. No other damages or deficiencies were observed during the investigation.